Event description:
(B) (4)it was reported that following a coronary drug eluting stenting treatment procedure, the patient died.the index procedure treated the 65% restenosed 1.8x27mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre dilation with an unspecified 2.5x12mm balloon, the placement of a 2.5x20mm taxus express2 study stent and post dilation with the same 2.5x12mm pre-dilation balloon resulting in 0% residual stenosis. The patient was discharged 5 days later on bayaspirin and plavix.no angina was confirmed at the 6 & 9 month follow up visits. In (B) (6) 2009, the patient was found dead. The cause of death is unknown. No additional information was available and no autopsy was performed.

Event description:
It was further reported that per the physician, the event relation to the study device was "unknown".

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)

Manufacturer narrative:
(B)(4)